Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 4 or unexpected insulin flow blocked alarms noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test noted during testing. Pump error 63 alarm confirmed in the pump history due to broken traces on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had multiple safety alarms. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had pump error alarms and they were able to completed the rewind process. Self test was performed and the insulin pump alarmed failed battery test and alarm was not received after the battery has been replaced. Customer stated that the insulin pump would alarm failed battery test frequently even after alarm was cleared before inserting the new battery. Customer also reported that the insulin pump had an insulin flow blocked alarm that was resolved by an infusion set and reservoir change. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.